Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, 031530, k031699, k031912, k032299, k032567, k032655, k032675, k033362, k033458, k033558, k033560, k041384, k042932, k052269, k060214, 060217, k060257, k060444, k060447, k061327, k061355, k061867, k062207, k062944, k063301, and k06348. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 patient isolate had a high mic (false resistant) result for the carbapenem drug class but when repeated the result was sensitive. The user stated the drug ertapenem is resistant, but the drug meropenem is sensitive. The user performed repeat testing. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.